Event description:
A patient underwent an anterior cervical discectomy and fusion at levels c4-c7. Approximately four and a half months postoperatively, radiographic imaging revealed a broken screw at the c5 level. The patient is symptomatic, reporting discomfort at the level above the broken screw. Revision surgery is planned.

Manufacturer narrative:
The implant remains in situ. Revision surgery is planned. Radiographic images were provided which confirm the event of a screw fracture. The identifying lot number was not provided; therefore, a review of device history records could not be performed. Based on the information provided the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.